Event description:
The customer reported that the 840 ventilator had an erratic screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and adjusted the gui screen. No parts were replaced. The unit passed extended self testing.